Event description:
Evaluation revealed a misaligned display screen. Review of the pump history reveals "no prime" alarms associated with zero force.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force. The alarms could not be duplicated during evaluation.